Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide with an extraction balloon. Additional information provided with this report indicated the user applied proper flushing techniques. When the wire guide was removed, the coating of the wire guide separated near the distal end, but did not detach. The device was removed with no injury to the patient.